Manufacturer narrative:
No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. The information for use precautions state: "do not apply the dressing under tension" and "store the product at room temperature." No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date, should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Information reported by a health care provider indicated that a patient experienced blistering and erythema under the duoderm portion of the aquacel surgical cover dressing after five days of wear. The blistering and erythema resolved on its own after a few days. The healthcare provider indicated that the dressings are stretched and warmed in a blanket warmer prior to application. It is unknown if the dressings were removed with adhesive remover.